Manufacturer narrative:
Approximate age of device - 9 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a ramp echocardiogram, the vad speed ramped down automatically without provider doing so. At the time of the event the patient felt dizzy and lightheaded. The manufacturer's technical service representative reviewed the submitted log file and informed the customer that the speed ramping down automatically could have occurred if they forgot to press the enter button after the set speed was changed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A specific cause for the patient¿s dizziness and lightheadedness and a direct correlation to the device could not be conclusively established through this evaluation. The report that the vad speed ramped down automatically without the provider doing so could not be confirmed through the evaluation of the submitted log files. The pump speed remained above the low speed limit for the duration of the files and no notable trends in pump parameters were captured. No additional atypical alarms were captured. The pump appeared to be operating as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.